Manufacturer narrative:
Bellows and bellows block were pulled off and checked and the canister was reseated to fix the reported issue.

Event description:
The hospital reported that, during pre-use checkout, the unit has a high leakage at manual ventilation. There was no reported patient involvement.